Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms that were unable to be cleared. Reportedly, the pump had not been exposed to extreme temperatures. The customer's blood glucose level was 74 mg/dl. Reportedly, the customer had insulin injections available for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. However, a different issue was identified.